Event description:
It was reported that during a bariatric procedure, the knife blade went down halfway then was able to be retracted back. Then the tech was not able to reload the device and something was noticed to be broken off in the jaws. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
Lot number provided belongs to a different product. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number provided was found to belong to a different product, a device history review could not be performed.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku. This was the 3rd load which was blue. The tech took the load out and could not reload the next reload, the cartridge was broken in the device, metal separated from plastic. There were no patient consequences. Another device was used. The device was not difficult to remove from tissue. No buttressing was used and there are no other details available.